Event description:
Per the clinic, the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 24, 2024.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the recipient experienced an infection (site of infection not confirmed).